Event description:
(B)(4). Constant lower back pain, constant metallic taste in mouth, shooting pain in abdominal area, hair loss, migraines are very frequent 2-3 times a week vs 2-3 times a month. Memory loss and "brain fog" . All I can remember at the moment!